Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the led not illuminating was confirmed with the returned system controller (serial # (B)(4)). The self test was initiated, and the pump running arrow symbols were not illuminated. The illumination issue was isolated to a component on the printed circuit board. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(4)) was shipped to the customer on 03feb2015. Heartmate ii lvas IFU and heartmate ii patient handbook , under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline fault alarm, which steps to resolve the alarm. They also cover replacing the running system controller with a backup controller, and caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the green light on the controller was not working. All other parameters were okay and there were no alarms.